Event description:
It was reported that "positive supply cooked" error was noted on a smiths medical medfusion® 4000 wireless syringe infusion pump. The device was taken out of service and no adverse patient effects were reported.